Event description:
It was reported that the patient experienced a black screen on their controller while being connected on (B)(6) 2021, but noted that controller still had green running symbol illuminated. Patient was switched to back-up controller with resolution and no other associated events. Technical services reviewed the submitted log file and noted that a yellow wrench alarm ¿replace system controller, lcd fault¿ starting (B)(6) 2021 20:15 occurred until the disconnection on (B)(6) 2021 12:15pm. This alarm can occur when there is a loss of communication between the controller processor and the lcd screen. The alarm did not affect the performance of the pump. The log file also contained a transient low flow alarm on (B)(6) 2021 that resolved on its owned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of blank lcd display and replace system controller alarm with lcd fault was confirmed. The log files contained 240 events spanning approximately 30 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Replace controller fault alarm activated on (B)(6) 2021 at 20:15 and coincided with yellow wrench alarm including lcd fault due to lcd communication error. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. The alarm continued to be active until the controller was powered off on (B)(6) 2021 at 12:16. No other notable alarm was observed. Initial inspection of the returned hm2 system controller, serial (B)(6), revealed blank lcd with replace system controller alarm while the controller was connected to a test system monitor. Further troubleshooting revealed an issue with a component on lcd pcb which was replaced with a test lcd pcb resolving the issue. The controller then underwent functional testing and connected to a mock circulatory loop for an extended period of time without any issue. Replacing the lcd pcb resolved the issue. A root cause of the reported event was determined to be an issue with a component on lcd pcb; however, a root cause of the issue with a component on lcd pcb was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace system controller and lcd fault. The heartmate ii patient handbook (rev c) section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including their system controllers, and to obtain replacements if necessary. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.